Manufacturer narrative:
(B)(4)

Event description:
Customer reports: thrombectomy of av graft and tip broke off. A gooseneck snare was used to retrieve the tip of device that came off during use of trerotola.

Event description:
Customer reports: thrombectomy of av graft and tip broke off. A gooseneck snare was used to retrieve the tip of device that came off during use of trerotola.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a ptd kit. The components showed evidence of use in the form of dried blood. The catheter was returned with the basket advanced out of the sheath and a piece of the separated tip was returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The broken end of the remaining tip material appeared stretched, bent, jagged and uneven; indicating a stress related tear. The basket wires are all intact and secured within the basket connectors. No other defects or damage were observed with the catheter or the basket. Approximately 9 mm of the pebax tip was separated. Functional testing was performed by attaching the catheter hub assembly of the returned device to the returned rotator drive unit. The basket retracted/deployed in and out of the sheath as expected and rotated as expected. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) supplied with this kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. The black pebax tip of the returned ptd device broke near the base of the distal basket cap. The point of separation appeared rough and jagged, indicating a stress related tear. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.